Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s father reported via phone call that the customer¿s insulin pump had open book image alarm. The blood glucose level was 204 mg/dl. The customer¿s father reported that the customer received the open book image on the insulin pump screen. The customer advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer advised to place pump in storage mode remove battery, press and hold the back button until the screen turns off. The device will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Corroded force sensor assembly and motor assembly.